Event description:
During a correctional valgus osteotomy of the proximal femur, the helix blade bound where it meets the plate. When the surgeon attempted to "key" the construct, the entire construct advanced 3mm to 4mm into the joint. Surgeon removed the construct and completed the procedure using standard dhs.

Manufacturer narrative:
Subject device was not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.